Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer stated that when the malfunction occurred, the device was in their facility's MRI room. We recommend that all ventilators be kept at least two meters away from an MRI source due to the strong magnetic fields. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.